Manufacturer narrative:
S/w 3.0d. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip.

Event description:
Customer's mother reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown at the time of call. Troubleshooting was performed; found broken pieces, missing o-ring around the reservoir chamber. The reservoir is not able to lock in place and is holding it in with electrical tape. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan reason not done the customer is not present. The insulin pump will be returned for analysis.